Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away from a motorcycle accident. The caller did not know the customer's blood glucose at the time of death or the last recorded blood glucose value. The customer was wearing the insulin pump at the time of death. The caller stated that the customer's insulin pump will be donated to the customer's health care provider's office. The customer was not using sensors.